Event description:
It was reported that a device issue occurred and the procedure was cancelled. The polaris mmg system was selected for use. During the procedure, it was found that the device reported an error and the procedure could not be completed due to this event. There were no patient complications. It was further reported that the procedure was not cancelled and that the patient was treated with stenting. The patient was under local anesthesia.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; however, the field service engineer (fse) performed an on-site inspection and revealed that the reported error during use was not found during the on-site inspection. On-site testing occasionally revealed unidentified conduits or acq not starting. An acq issue was noted. After repairing and cleaning the acq unit, the equipment returned to normal, and no abnormalities were observed during a 30 minute on site test. The equipment is operating normally and will be observed during use. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - pre sedation/no sedation (prolonged procedure moderate) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause traced to component failure. This conclusion was selected because the reason for the device reported an error was most likely determined to be the acq the fse analysis onsite and additional available information. Furthermore, fse repairing and cleaning of the acq has resolved the complaint.

Event description:
It was reported that a device issue occurred and the procedure was cancelled. The polaris mmg system was selected for use. During the procedure, it was found that the device reported an error and the procedure could not be completed due to this event. There were no patient complications. It was further reported that the procedure was not cancelled and that the patient was treated with stenting. The patient was under local anesthesia.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred and the procedure was cancelled. The polaris mmg system was selected for use. During the procedure, it was found that the device reported an error and the procedure could not be completed due to this event. There were no patient complications.